Event description:
Information received from the field notes that the pacemaker was not sensing in the atrial channel. After attempts were made to restore the atrial sensing, the pacer was found to be in the vvi mode. A download was performed but at one point the pacer did not accept any programming commands. The pacer was manually reprogrammed to ddd parameters but a brief loss of sensing was again observed.~~~~~~

Manufacturer narrative:
It is probable that the clinical scenario exhibited by the pt was caused by a partial programming phenomenon. At last rpt, the pacer was programmed and operating properly.